Manufacturer narrative:
A photo was provided of the lens in the eye. The toric lens is being pressed by a metal instrument. Three red arrows are drawn on the photo. Very small marks, which may be cracks or scratches are observed. Unable to determined from the photo. The marks are go across the optic. They are not aligned along the lens travel path. The cause of the marks cannot be determined from a photo. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Very small marks, which may be cracks or scratches were observed on the provided photo. A determination for the cause of the marks could not be made from the photo. It is unknown if qualified associated products were used. Not enough information was provided from the reporter for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a mark in the iol was noticed. The iol was replaced with another lens during the initial procedure. Additional information has been requested.